Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported pitocin was programmed using guardrails at 2mu/min. Patient reported abdominal cramping. Noted to have a firm abdomen. Clinician observed the pump "appeared to be bolusing" IV line was clamped, however customer reported pump did not alarm for occlusion. There was fetal deceleration for ten (10) minutes. Pump was turned off and removed from the room. Per customer report, "appropriate interventions performed and physician notified" this report captures the adverse event on the fetus. For the adverse event report on the mother, please refer to pr 7186396

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported pitocin was programmed using guardrails at 2mu/min. Patient reported abdominal cramping. Noted to have a firm abdomen. Clinician observed the pump "appeared to be blousing" IV line was clamped, however customer reported pump did not alarm for occlusion. There was fetal deceleration for ten (10) minutes. Pump was turned off and removed from the room. Per customer report, "appropriate interventions performed and physician notified" this report captures the adverse event on the fetus. For the adverse event report on the mother, please refer to pr (B)(4).